Manufacturer narrative:
Sorin group USA, inc. Was not informed of the incident by the initial reporter or hosp nor was sorin field service called to examine or otherwise evaluate the involved pump. As noted above, sorin field service was not contacted to examine the involved pump. This conclusion is based on a review of field service records for the involved pump. The service history indicates that this pump has performed reliably in the field for many years. User report does not specify the nature of the malfunction. Without details on the failure nor opportunity to evaluate the involved pump, a specific conclusion concerning possible cause cannot be made. In addition, since the hosp purchased newer stockert equipment in 2006, it is possible that the involved pump is no longer in service at the hosp. Attempts have been made to contact the hosp's ECMO coordinator for further clarification. If further info is rec'd, a follow-up report will be filed.